Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The customer reported on (B)(6) 2014, his blood glucose reached 358 mg/dl after wearing the pod for longer than 48 hours. He started to notice a spike in his bg reading the night before and today he was vomiting so he called his endocrinologists who called the emergency room doctor for instructions. He went to the ER where he was diagnosed with diabetic ketoacidosis and they placed him on an intravenous therapy of 3 liters of saline and insulin. He was also given a shot for his vomiting. Upon removal he noticed the site was red with a welt and the pod was discarded. He was at the ER for 6 hours before being released.